Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit alarmed compromised force sensor system during basic occlusion test due to loose/protruded drive support disk. Unable to complete functional test due to compromised force sensor system alarm. Unit was received with minor scratched lcd window, broken reservoir tube lip, cracked battery tube threads, scratched case, stained resilient lcd cover and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap appears normal (recessed). The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.